Manufacturer narrative:
G4: 26dec2020. B4: (B)(6) 2020. The customer reported that replacing the power switch overlay resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/02/2020.

Event description:
The customer reported an alarm led (light emitting diode) failure. There was no patient involvement. Technical support advised the customer to replace either the power management printed circuit board assembly or the power switch overlay.